Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated and was found to be due to out of specifications air-in-line printed circuit board. The pump channel was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). The device has not been previously sent into service for the reported condition of ?failure code 810:11 .? (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a 810:11 failure code. The event was reported to have occurred during biomed testing in the general patient ward. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.